Event description:
It was reported that the patient saw their managing health care provider (hcp) for the first time since implant the week prior to the date of this report and she programed a 20 percent increase from 25mcg/day to 30mcg/day. The patient¿s oral baclofen dose was increased because the patient was having ¿so much spasticity¿ and the pump hadn¿t been titrated since the day of implant. The patient¿s wife reported patient then began to experience increased lethargy and difficulty speaking. As a result, reprogramming occurred; the hcp lowered the intrathecal dose back to 25mcg/day and the symptoms ¿seemed to¿ resolve. The hcp wasn¿t sure if she could contribute the onset of the symptoms to the increased intrathecal dose or the oral dose of baclofen or a combination of the two. The hcp was also concerned as the patient had an ascenda catheter that fell into the lot numbers of potentially affected catheters due to a recall. The hcp planned to get ¿kub films¿ at the next clinic visit of the pump and catheter to rule out catheter disconnection at the next visit. The hcp was reportedly ¿concerned about any catheter issue due to the recall¿. There was no alleged pump product issue. The patient¿s status at the time of this report was listed as ¿alive ¿ no injury¿. The device system was used to deliver lioresal 500mcg/ml at a dose of 25mcg/day. The outcome of the troubleshooting to be performed was not provided. Additional information has been requested but was not yet available as of the date of this report. A follow-up report will be submitted if additional information becomes available.

Manufacturer narrative:
Concomitant medical products: product ID 8780, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter; product ID 8780, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. (B)(4).

Event description:
Additional information received reported per the physician¿s nurse that there was no other troubleshooting performed. The patient was doing okay and ¿seems¿ to be receiving effective therapy. Further information regarding the event was requested however it was not available as of the date of this report. A follow-up report will be submitted if additional information is received.